Manufacturer narrative:
D4: part number identified d4: full UDI is not available due to missing lot number. B5: added additional event details h2: device evaluated h6: the quality investigation is complete.

Event description:
The user facility sent the device to the manufacturer for service evaluation. A stuck and fractured cutting accessory was observed in the device upon initial receipt at the manufacturer facility. No medical intervention or adverse consequences were reported.

Event description:
The user facility sent the device to the manufacturer for service evaluation. A fractured cutting accessory was observed in the device upon initial receipt at the manufacturer facility. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.